Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an active l implant. It was noted that during the original implantation of the activl device, the surgeon was not able to get direct alignment with the midline due to limited exposure. Postoperatively , the patient complained of leg pain after 5 month. The x-ray results showed that the implant had migrated to the left side off the midline which caused back pain. It was noted that the patient was not involved in any extraneous activity; however, the patient was smoking and not following proper procedure. The explant surgery was postponed due to the patient 's "non-compliant" behavior. The revision surgery was delayed indefinitely. Additional information was requested. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
General information: post operative incident. Up to now there is no product available for analysis. Consequences for the patient post- operative medical intervention was necessary. Investigation no product at hand. Batch history review a review of the device quality and manufacturing history records is not possible because the material number as well as the batch number is unknown. Conclusion and root cause due to the circumstances we do not receive any devices for investigation and the lack of information it is not possible to determine a definitive conclusion and root cause for this failure. Rationale because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: · wrong system configuration selected by the user · wrong implant size chosen by the user · end plate formed too strong by the user · design layout unsuitable · inadequate patient behaviour. No CAPA necessary.